Event description:
It was reported that the procedure was being performed on a patient's arm for a fistula declot. It was noted that nothing was different in the technique used for this procedure and it was an average clot burden. During the procedure, the basket tip broke. The tip migrated to the lungs and was left in the patient. No patient death was reported.

Manufacturer narrative:
Qn#: (B)(4).